Event description:
It was reported that the patient will be scheduled to undergo a procedure to surgically revise this inflatable penile prosthesis due to the device not working as expected. It was noted that the reservoir was found to be empty/deflated when the physician palpated at the inguinal level. The procedure has not yet been scheduled. No further information has been obtained to date.